Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. Another manufacturer's stent was also implanted in the external iliac artery during the index procedure. There was another manufacturer's previously placed self-expanding stent that extended from the proximal left common iliac artery into the distal half of the aneurysmal sac. It was reported that, approximately one month post index procedure, the patient presented emergently with back pain. A CT revealed aneurysm enlargement in the proximal sac and disruption of the calcifications to the aneurysm wall. An angiogram revealed that there was no endoleak. The physician attempted to implant an endurant ii aortic cuff but the delivery system could not be passed through the other manufacturer's stent in the external iliac artery due to the smaller diameter of the stent. The physician made a retrograde incision to direct stick to the mid common iliac artery between the distal end of the endurant limb and the other manufacturer's stent. The physician then attempted to track a guidewire up the limb but the guidewire could not track due to the degree of angulation of the direct stick. The physician elected to convert the patient to open surgery. Thrombus was removed from the sac and both proximal and distal seal was obtained. No endoleaks were observed during the open repair. Per the physician, no rupture was found and the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.